Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: no evidence of por events found in the blackbox. Pump was returned with the battery compartment cracked along the side. Threads on the battery cap and on the battery compartment are stripped and are unable to secure- intermittent power was duplicated during the investigation. Test battery cap was able to hold for testing. The pump was exercised for 24 hours with no further loss of power occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.